Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had called the rep on sunday afternoon and left a message on their voicemail stating that their ¿stimulator was not working¿. They stated no other details were provided. It was unknown if there were any factors that may have led or contributed to the issue. No diagnostics or troubleshooting had been performed. The rep stated they called the patient back, but their mailbox was full. They tried to text them, but they stated it was apparently a landline, because they got a message back saying it was. They stated they would try to continue to call the patient and if they fail their third attempt they will reach out to the account to see when their next appointment is. It remains unknown if the issue was resolved. No surgical intervention has occurred or has been planned. It is unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that after several attempts they were able to reach the patient by phone. It was stated that they were completely confused as to why the rep was calling. They had forgotten they had had any trouble at all. They stated that after calling they decided they would recharge their device. Once they recharged their device, they were able to get their ¿stim working again¿. The issue was resolved. It was indicated that the rep did not confirm the provided information with the account as it was just a patient phone call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient alleged that the device was not working and is causing the patient's back to hurt worse. It was reported that the ins site was swelling, the patient's neck was hurting, and the patient was having headaches. The patient reported that they had little spots of "bumps from the stimulator" on their leg. The patient stated that they "took them off." The patient stated that they didn't know what was going on with their body and couldn't figure out how to get the pain to go away. The patient stated that they think the scs "works too much" and didn't know if the stimulation was too strong. The patient stated that their "bones don't move." The patient was redirected to follow up with their healthcare provider. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep) regarding a patient. It was reported that the rep met with the patient and the patient's device was discharged but not overdischarged. Patient stated her ins site became inflamed last recharging session. She stated that the "inflammation" went away after an hour after stopping recharging. Unknown what may have contributed or led to the issue. Rep charged patient at the clinic for about an hour. Checked site and no inflammation, no redness. Eight bars for coupling were seen. Patient will let the rep know if this happens again. Rep could not replicate nor could they verify the event. Patient is a por historian. The issue was resolved at the time of the event. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device does not help much during the winter. The patient stated that they were not sure if it was strong enough since their leg and back were starting to hurt. The patient also reported that the battery went dead before. It was noted that the intensity was not good or too much, per the patient. No further complications were reported or anticipated.